Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens vial with clear surgical residue on product. Visual inspection of the lens found the optic torn, haptic torn, residue on the lens and a missing piece of lens is stuck in cartridge. The cartridge was returned in a biohazard bag with clear surgical residue on product. Visual inspection of the cartridge found no visible damage to device, plunger overridden, residue on the lens and portion of the lens stuck in cartridge. (B)(4).

Manufacturer narrative:
Corrected data: the reporter indicated that on (B)(6) 2019 the lens tore during injection into the eye. The lens was removed intra-operatively (within the same surgery) on (B)(6) 2019. Pre-existing conditions: cataract; residual corneal astigmatism implanted date: (B)(6) 2019 is corrected to (B)(6) 2019. Explant date: (B)(6) 2019 is corrected to (B)(6) 2019. Claim# (B)(4).

Manufacturer narrative:
Corrected data: injector model; indigo; lot # unk sfc-45 or sfc-25; lot # unk. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Race: unk. Weight: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on 05/sep/2019 a vticm5_12.1, -02.25/3.0/074 (sphere/cylinder/axis), implantable collamer lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was removed within the same surgery, on (B)(6) 2019. A replacement lens was implanted on 18/sep/2019. This resolved the problem. Cause of the event is reported as injector or lens.